Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dizziness and/or headache, nausea/vomiting. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported as serious injury in previous report. After further review the manufacturer determined as product problem. The following correction has been updated in this report to reflect product problem. Section b1 has been updated to reflect as product problem. Section h1 and h6 has been reflect as product problem. Section h6 health impact code has also been updated to reflect no health consequences.